Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on 01 january 2000 and that remote monitoring was disabled. Technical services (ts) discussed that device disk data is required to determine the cause, however if the patient is at risk of safety core operation, then device replacement is recommended. At this time this device remains in service. No adverse patient effects were reported. Additional information was received which indicated that this crt-p disabled remote monitoring due to a single low loaded battery voltage measurement. Ts recommended device replacement. At this time this device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on 01 january 2000 and that remote monitoring was disabled. Technical services discussed that device disk data is required to determine the cause, however if the patient is at risk of safety core operation, then device replacement is recommended. At this time this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000 and that remote monitoring was disabled. Technical services (ts) discussed that device disk data is required to determine the cause, however if the patient is at risk of safety core operation, then device replacement is recommended. At this time this device remains in service. No adverse patient effects were reported. Additional information was received which indicated that this crt-p disabled remote monitoring due to a single low loaded battery voltage measurement. Ts recommended device replacement. At this time this device remains in service. No adverse patient effects were reported. Additionally, this crt-p was subsequently explanted and replaced. This device has not been returned for analysis. Other than the surgical procedure no additional adverse patient effects were reported.